Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for intractable spasticity and post spinal cord injury. It was reported that the patient presented to the emergency department yesterday [(B)(6) 2017]. No other symptoms were known at the time. It was noted the patient was hospitalized and currently had stable vital signs. The pump had been increased recently and they wanted to decrease the dose, but did not have a physician programmer. It was also noted the patient was on opioids and "benzo's" and yesterday had extra drugs, so it was speculated that the symptoms might be from that.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.